Event description:
The investigation determined that lower than expected vitros bhcg results were obtained from a non-vitros biorad level 1 quality control fluid using vitros immunodiagnostics products total b-hcg ii (bhcg) reagent on a vitros 5600 integrated system. Biorad level 1 lot 40391 results of 4.44, 4.05, and 4.15 miu/ml versus the expected result of 8.10 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros bhcg qc fluid results were from non-patient fluids and so were not reported from the laboratory. There is no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros bhcg results were obtained from a non-vitros biorad level 1 quality control fluid using vitros immunodiagnostics products total b-hcg ii (bhcg) reagent on a vitros 5600 integrated system. The assignable cause for the lower than expected vitros bhcg results is an issue with the vitros 5600 integrated system isolated to the microwell well wash subsystem. The customer stated that the well wash probes were dirty following the lower than expected results. The customer performed maintenance actions that included cleaning the well wash probes, after which acceptable quality control results were obtained using the same reagent pack and calibration that had previously produced lower than expected results. The ortho fe noted that the signal reagent dispense tip and the well wash aspirate filters as they were more than a year old, which could cause buildup of debris in the subsystem. Per the periodic maintenance procedure, the well wash aspirate filters are to be replaced yearly. The ortho fe then performed service actions that included cleaning the microwell incubator and replacing the pinion on the microwell outer ring motor due to wear, and performing all adjustments. Following these actions, acceptable quality control results were again obtained using the same reagent pack and calibration that had previously produced lower than expected results. Historical vitros bhcg reagent lot 3410 quality control results were acceptable, indicating that a reagent related issue did not likely contribute to the event. The customer continues to use vitros bhcg lot 3410 at their site without issue. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros bhcg ii reagent lot 3410. Email address for contact office is (B)(4).